Event description:
On (B)(6) 2009, the patient reported she sees air bubbles in her insulin infusion set tubing. She stated the air bubbles are of various sizes and she currently has a bubble that is 1/4-1/8 inch. She said she uses room temperature insulin to fill her cartridges. She stated she has not changed her infusion device adapter since (B)(6) 2009 and was advised to change it every 10th cartridge change. The proper procedures to adjust the piston rod and prime out bubbles were reviewed with the patient. She said she normally primes out the air bubbles, but declined to do so at this time. Courtesy cartridges and adapters were sent to the patient. On follow up with the patient on (B)(6) 2009, she stated she changed all her accessories and has had no further air bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.